Event description:
Boston scientific was notified of an adverse event where a neuroform2 microdelivery stent system was implanted on a pt. Seven days later, the pt presented an episode where they could not move their arm for a period of 4 hours. A cta was performed and indicated a small left posterior temporal hemorrhage. An angiogram was subsequently performed in 2004, and it showed the stent right ica, right mca patent. A head CT was repeated 5 days later and showed resolution of the left posterior temporal hemorrhage. The pt had no neurological deficits.